Event description:
Caller reported that the t: slim x2 pump battery would not charge, and the screen was dark and unresponsive. The customer's blood glucose level was "at least 500 mg/dl," although the exact numbers were not recalled. Customer reverted to an alternative method of insulin therapy.